Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial epicardial lead became fractured. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.